Event description:
The customer reported to customer service that the power supply for her pump has twisted and exposed wires that started to spark. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a f/u with the customer, she indicated that the power supply "sparked blue sparks and started making cracking sounds" where there are exposed wires at the strain relief, though there was no fire or breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue and that she disposed of the power supply. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not available for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 4/4/2011. Activities related to this notification are on-going.